Event description:
The micro oscillating saw was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available replacement device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage within the internal components was identified as the probable cause of the device overheating. Corrosion damage can lead to overheating as a result of increased friction between the moving components.